Event description:
Leakage px3x3-sev leakage of saline occurred and then the line was cut..

Manufacturer narrative:
Evaluation results customer report was confirmed. Rec'd (1) triple dpt kit. Tube adaptor, where IV tube was bonded to the male connector, found to be completely broken from the male connector at the end of arterial IV line. Product risk assesment.